Event description:
Additional information received reported that the patient and the physician agreed to remove the implantable neurostimulator (ins). The physician felt that the complaint was non-therapy related.

Event description:
It was reported that the patient experienced an uncomfortable stimulation sensation that started in the leg and radiated to the brain. The manufacturer representative was notified the night prior to the report. The patient tried to increase stimulation when she experienced the sensation. The implantable neurostimulator (ins) was shut off; the patient was disoriented and brought to the emergency room (ER). The ER physician called the manufacturer representative and stated that it was thought that the sensation was not related to the ins. It was further stated that the ER physician that there was ¿something else neurologically¿ going on and that it was coincidental that it happened when stimulation was increased. There were no known falls or trauma associated with the event. The patient was to follow up with the managing healthcare provider (hcp). The manufacturer representative was to meet with the patient the next day. Additional information received reported that the manufacturer representative and the implanting hcp were to meet with the patient on monday ((B)(6) 2014). An impedance test and more information were to be acquired. The patient was seen on (B)(6) 2014 and the patient and implanting hcp decided to remove the ins. The implanting hcp thought there was no correlation with the adverse event, but both elected to remove the ins.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0c3kp, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # va0c3kp, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).